Event description:
It was reported that cathena 22gx1.00in straight bc leaked blood. This occurred on 3 occasions after use. The following information was provided by the initial reporter: during blood collection using terumo's syringe slip tip, blood leakage occurred (5f ward). Bd asked the customer to report the incidence when it occurred.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cathena 22gx1.00in straight bc leaked blood. This occurred on 3 occasions after use. The following information was provided by the initial reporter: during blood collection using terumo's syringe slip tip, blood leakage occurred (5f ward). Bd asked the customer to report the incidence when it occurred.